Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. In addition, the patient heard tones coming from the device. A safe replacement interval calculation was completed. Additional information revealed that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product was returned. Patient code 3191 captures the reportable event of surgery. This supplemental report was filled to provide analysis results. Fields b5, h2 and h6 were updated due to device evaluation, field d2 was updated for correction. This device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. In addition, the patient heard tones coming from the device. A safe replacement interval calculation was completed. Additional information revealed that the device was explanted and replaced. No additional adverse patient effects were reported. Product was returned and analyzed.